Event description:
A rotablator was performed and a cypher drug eluting stent placed. The pt was discharged home on the next day and returned to the emergency room that same day complaining of chest pain. The cypher stent was found to be thrombosed. The stent was opened with an angiojet and ptca.